Event description:
It was reported that the pt, implanted in 2002, reported hearing only high whistle tones whilst wearing the audio processor, which had never happened before. The pt was re-implanted on (B)(6) 2014.

Manufacturer narrative:
Not available for this device. The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.